Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Loss of capture with functional undersensing was observed. An invasive procedure was performed. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.